Event description:
Puliilary block: secondary galucoma. Pt with a history of phacomorphic glaucoma and peripheral annular choroidal effusion underwent extracapsular cataract extraction (ecce) with scleral tunnel and posterior chamber intraocular lens implantation on an unspecified date. The patient's intraocular pressure was 30 mmhg prior to surgery and during surgery it increased to 50 mmhg. One day after the operation the patient developed pupillary block. The cause of the block was due to a seclusion of the pupillary margin, by posterior synechiea to the implanted lens or the anterior lens capsule or both. The patient was initially treated with topical beta blockers, systemic carbonic anhydrase inhibitors, hyperosmotic agents cycloplegia and topical steriods together with yag laser iridotomy (only once). Owing to excessive fibrin, an anterior chamber washout was also required. On follow-up, neovascular glaucoma (secondary glaucoma) developed after 7 months, with an increase in iop to 40mmhg. Treatment consisted of trabeculectomy with surgical peripheral iridectomy. Nevertheless, the neovascularisation worsened and was accompanied by anterior chamber hyphema in addition to elevated iop. The patient was treated conservatively wtih topical antiglaucoma agents and systemic carbonic anhydras inhibitors. After three years, the visual acuity was 20/80 with "uncertain light perception with pupil seclusion". The reporter assessed the events "pupillary block" and "secondary glaucoma" as related to the cataract surgery. The company agrees on that assessment.